Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset, the patient was hospitalized for the event and was discharged a day after. The patient was treated with cefepime injection (1g, intraperitoneal, duration and frequency not reported) for peritonitis. Three days after the event onset, the patient was recovered. Antibiotic treatment and pd therapy were ongoing. No additional information is available.